Event description:
The user facility reported that a hose disconnected from the system 1e processor causing water to leak onto the floor where the unit was located. The water was contained in the room where the processor was located and was cleaned up by user facility housekeeping. No injuries, delays, cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the factory crimp fitting on the hose had separated at the uv outlet connection, resulting in water leaking. Investigation of this event is in process; a follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).